Event description:
The patient's husband reported that the patient had been hospitalized due to low blood glucose. The husband stated that at 3:30 am on event day the patient "passed out" while in bed. He stated that when she was found she was completely unresponsive and she was having a seizure and bleeding from the mouth. The husband then called 911 and the patient was taken by ambulance to the hospital. The husband stated that at one point the patient was pronounced dead during emergency treatment. The husband stated that the patient's blood glucose measured "lo" on the blood glucose monitor and he was told by the physician that this was below 14 mg/dl. The patient was flown to another hospital and "they had to cut her open and do everything they could to bring her back." The patient was in coma for 8 days and had bleeding in her lungs and brain. The patient was released to a rehabilitation hospital two weeks later, where she was assisted with speech, memory, and daily activities. The patient was able to go home 6 days later. The husband stated that normally when the patient has low blood glucose her speech becomes slurred and she gets slow and foggy. He stated he is normally able to give her glucagon to elevate her blood glucose. At the time of the report the patient's blood glucose was 260 mg/dl. The husband stated that they are letting it run high. He stated that he is currently giving the patient insulin via injection. Her normal blood glucose range is 110-120 mg/dl. A company representative attempted to follow up with the patient but no contact was made. Product was requested to be returned for evaluation.